Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer didn't open due to configuration issue. A technical support specialist logged in, adjusted the power management settings, rebooted the cabinet to resolve the issue. Serial number, UDI and manufacturer date were kept blank, since could not be found the affected device serial number. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer didn't opened. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.